Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "mid-term clinical and radiographic outcomes of a long cementless monobloc stem for revision total hip arthroplasty" written by jean-christophe chatelet, md, tarik ait-si-selmi, md, alain machenaud, md, sonia ramos-pascual, meng, phd, and michel-henri fessy, md, phd published by the journal of arthroplasty published online/accepted by publisher july 22, 2020 was reviewed. The article¿s purpose is to assess clinical and radiographic outcomes, as well as survival, of this long tapered cementless revision stem (corail), fully coated with ha, at a minimum follow-up of 5 years. 347 hips were revised between 2000-2012 with corail revision stem (kar). The manufacturer of the products revised were not noted. Ceramic head was used in 258 hip, metal head was used in 77 hips, and unspecified head material was used in 12 hips. A variety of cups and liners were used, but none the manufactures were noted to be depuy-synthes. Of the 347 hips ¿ 77 hips the patient died (no indication of product involvement), 25 hips were lost during follow-up, 24 hips refused, and 10 hips had a re-revision of the stems (captured below). Final cohort included 211 hips. Mean follow-up was done at 9.9 years. Findings for final cohort: 38 hips had radiolucent lines around the stem (no interventions noted). 7 hips had >5mm of stem migration (no interventions noted). Re-revisions (10 hips). Patient 3: (B)(6) year-old (female) revision due to deep sepsis (stem only revised). Depuy products: corail cementless revision stem (kar). Depuy femoral head (various materials used).

Manufacturer narrative:
Product complaint # (B)(4). H10 additional narrative: h6 clinical symptoms code: appropriate term/code not available (e2402) used to capture infections. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added h6 additional narrative for infections to h10.